Manufacturer narrative:
A3, a4, a5, and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 support experienced a pump stop during patient movement. The pump was explanted and the patient was successfully bridged to a left ventricle assist device. The patient survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog and serial number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the pump stop was due to electrical open as a result of user error based on returned product analysis and clinical details indicating that patient was moving at time of pump stop.